Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation as the device remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. The complaint search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To date the shunt remains implanted in the eye however the tubing was replaced on (B)(6) 2016. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon implanted a baerveldt shunt on (B)(6) 2016 and during the procedure the surgeon felt the tubing was faulty and broke. The surgeon indicated that it crumbled when he went to cut it to the required length. The surgeon purchased a new complete baerveldt shunt to obtain the length of tubing required in a secondary procedure that was performed on (B)(6) 2016. The secondary procedure was to replace the tubing, but leave the shunt plate in place. The surgeon stated he has used many baerveldt implants over his years of practice and that no tube had behaved in this manner in previous surgeries. Also noted the patient has had a number of issues, various in nature, since the original surgery, and continues to be a complicated case. Problems experienced by the patient since the initial surgery are not related to the procedure or the implant.